Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (insufficient distal sealing diameter at implant). Conclusion: device failure/lack of effectiveness related to patient condition (insufficient distal sealing diameter).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had dilated iliac arteries. The aortic neck was 27-28 mm in diameter. The right common iliac artery was 18-19 mm in diameter and the left common iliac artery was 16-17 mm. The common iliac arteries were short (about 2 cm) bilaterally. It was reported that during a routine follow-up a CT scan showed a distal type I endoleak. The next day the iliac limb was extended with an endurant 162093 iliac limb to seal the common iliac artery; however, there was not enough distance and the endoleak was still present. The physician implanted an endurant 1610124 iliac stent graft and extended into the external iliac artery and covered the internal iliac. This successfully resolved the endoleak. The cause of the distal type I endoleak was likely due to undersizing of the stent at the time of the initial implant. No additional clinical sequelae were reported and the patient is fine.